Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter experienced leakage through the bc valve. The following information was provided by the initial reporter: material no.: 382523; batch no.: 0196770. After insertion, catheter has leaked, causing blood to back flow. The back flow valve seems to be defective, allowing blood to leak.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage through the bc valve. The following information was provided by the initial reporter: material no.: 382523 batch no.: 0196770. After insertion, catheter has leaked, causing blood to back flow. The back flow valve seems to be defective, allowing blood to leak.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.